Manufacturer narrative:
Device issue with inomax dsir ds20100023 was created as (B)(4). Service log review performed by an internal employee revealed a delivery failure alarm due to monitored no > absolute max of 100 ppm (actual 135 ppm) followed by a log entry for failed low no cell calibration due to the low points being greater than the maximum value. (Max: 655 counts; actual value: 1000 counts). This reportable malfunction match was identified during a preventative maintenance service log review, in which the no cell was replaced. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was failed no cal low counts above max. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On (B)(6) 2016, a company internal employee, while reviewing service logs as part of routine maintenance, identified a delivery failure alarm followed by a failed low nitric oxide (no) cell calibration in the service log for inomax dsir ds20100023. No patient impact was reported, as this was not reported by the user of the device or by the facility. This is being reported as it is considered a reportable malfunction.